Event description:
It was reported that the right ventricular automatic threshold was detected as greater than the programmed amplitude or suspended. The right ventricular (rv) lead trend showed an increase in pacing thresholds. Additional information noted that a revision took place and it was noted that this lead had dislodged thus it was repositioned. All measurements were optimal post-operative check. No additional adverse patient effects were reported. The lead remains implanted.